Event description:
It was reported that the patient presented to the hospital after feeling the patient notifier. The patient received inappropriate atp and hv therapy for atrial fibrillation with rapid ventricular response. Programming changes were made. It was also noted that a single stored high, out of range pacing lead impedance measurement was observed. Multiple in clinic test resulted in normal impedance measurements. Patient will be monitored.

Manufacturer narrative:
(B)(4).